Event description:
It was reported that when the patient presented in clinic for a routine device check, low, out of range high voltage lead impedance was observed. The lead was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.